Event description:
On (B)(6) 2013, the distributer contacted animas and reported a blank display screen after a ¿loss of prime¿ alarm was emitted by the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged display screen issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/15/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2013 with the following findings: the pump was unable to power on, with no auditory and no vibration upon start up. Data was unable to be retrieved from the black box and the pump history. Investigtion was unable to be completed for the reported complaint. The pump was plugged to a power supply, a short on the printed circuit board was found. The pump¿s cover was removed for inspection, the display screen was found undamaged. The cgm was tested and found to pass testing during investigation. The pump was able to power up and maintain power and displayed the ¿verify¿ screen. The auditory and vibratory feature was found to be working. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).